Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy correctly. There was no reported patient injury. The procedure was diagnostic with a retrograde approach, and the deployer was mynx certified. A non-cordis sheath was used. The femoral artery suitability, including insertion angle, was verified, the vessel type was arterial, and the vessel diameter was confirmed to be =5 mm. Hemostasis was achieved with manual compression for less than 30 minutes. The device had trouble shuttling down with some resistance, no unusual force was applied during sheath retraction, the advancer tube was not engaged or visible, the sealant was not deployed to the proper location or dislodged, a shallow vessel depth was noted, and upon removal the sealant was found on the device wire completely above the skin. The device is being returned for evaluation.